Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check heater line alarm that appeared on the homechoice (hc) display during fill 1, the home patient (hp) revealed that she had changed the cassette, but left the same bags. The baxter technical service representative (tsr) explained the possible contamination issue, then assisted to end therapy and advised the hp to start with all new supplies. During a follow up with the hp regarding the reported problem, it was revealed that she was able to resume therapy after starting over with new supplies. The hp did not notice anything visually wrong with the supplies. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.